Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, neuromuscular problems, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent hysterectomy, dilation and curettage and thermal ablation. It was reported that patient underwent mesh revision on (B)(6) 2009 due to mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.